Event description:
It was reported by service report that the lock bar was hard to close and will not remain open causing the cot to not lock properly in the cot fastener. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Lock bar.